Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the driver shaft, t6, ao had twisted. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error due to over-torquing/over-engaging the driver within the screw head. Per dfu-0023-12 rev 0 cautions- to avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2024, it was reported by a sales representative via (B)(4) that an ar-18800-03 driver shaft tip broke off inside the patient while inserting the screw, and an ar-18800-03 driver shaft was warped. The case was not affected. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.